Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Medtronic representative reported via email low blood glucose and issues with the insulin pump. Customer's blood glucose level was 50 mg/dl. Customer treated their low blood glucose via glucose tablets and orange juice. Customer experienced kidney failure, fluctuating blood glucose levels, they were placed on dialysis and hospitalized due their kidney failure issue. Customer declined to be transferred and advised they would call back in order to troubleshoot.